Event description:
It was reported that when the probe was inserted, there was a good reading. The product was disconnected when the pt went to get a scan. Afterwards, it was reconnected and the reading was a very different number. The product was disconnected again when the pt went to get another scan. There was no reading reported when the product was reconnected. No pt injury was reported. Additional clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.